Manufacturer narrative:
Investigation summary: customer returned a photo of a 1cc syringe. Customer states that the needle detached before the injection. The photo was examined and exhibited the cannula separated from the barrel. A review of the device history record was completed for batch# 8169618. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: on 08apr2020, holdrege received a complaint, via pictures, from material 326787, batch 8169618. Visual inspection of the pictures showed the syringe with the cannula separated from the barrel tip. Process summary: this operation assembles the cannula into the barrel tip and applies adhesive to hold the cannula in the barrel tip. The racks of cannulated barrels then travel through an oven which uses ir light to facilitate adhesive run down and ultraviolet light to cure the adhesive that bonds the cannula to the barrel tip. The cannulated barrels are then conveyed to a machine that inspects for missing cannula, cannula height, point quality, zero line placement, and uv adhesive. It also supplies lube to the cannula, features two lumen blows, assembles the shield to the barrel/cannula assembly, and detects for missing shields. There were no quality notifications or maintenance dispatches made during the production of this batch that pertained to this complaint. Root cause cannot be determined."

Event description:
It was reported that needle separation occurred before use with a syringe 1.0ml 31ga 6mm 10bag 30box mex. The following information was provided by the initial reporter, "customer clarified that - the needle came off, remaining inside the ampule bottle. The event happened when trying to remove it after introducing the insulin."